Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air in line alarms. The device was operating out of specification. Evaluation found low ultrasonic readings, due to failed upstream sensor, which most likely caused the reported symptom. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had a constant air in line alarm. It was also reported that there was no patient involvement.